Event description:
It was reported that the patient underwent an explant procedure due to spine surgery. All devices were removed. No further information has been obtained despite good faith efforts. Additional information was received that the suspect medical device reported in this MDR form falls under investigational device exemption as the patient's spine surgery was not device related and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16329346/16329346. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 16434131/16800004. Explant date: ni.

Event description:
It was reported that the patient underwent an explant procedure due to spine surgery. All devices were removed.